Event description:
During an ercp procedure, it was noted upon withdrawal of the scope that the detachable cap was missing. A gastroscope was subsequently used in an attempt to locate and retrieve the cap, however this was unsuccessful. It is currently unclear whether the issue was due to a device fault or incorrect attachment prior to the procedure. Site has no protocol of logging if distal cap has been used during procedure. They have said this will now be part of their process and also have the proceduralist look over and confirm prior to case. Further education on application of maj-2315 will be conducted on 7th may and also tbc on (B)(6) may.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.